Event description:
On 5/27/99 the initial reporter, corporate safety officer, indicated the following: individual, phlebotomist, working in the blood drawing area, noticed that upon removal of the latex gloves his hands became very red, followed by his eyes beginning to swell and he began to experience difficulty breathing. The individual was transported to a local ER facility where he was given benadryl. He remained at the ER facility for several hours under observation, and once he was considered to be stable he was given a second dose of benadryl and allowed to go home.